Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Prior to being hospitalized, it was stated that the insulin pump gave an alarm while priming, and the customer primed an entire reservoir into the body while connected.